Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced one kinked cannula event on (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for 2-3 days. Blood glucose levels were high at the time of event. Patient took correction injection bolus via pump to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.